Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to boot up, screen remains at zero. The review of system log files showed malfunction with the flexvision pc. Upon troubleshooting, the fse indicated that the flexvision was to be defective as it was not booting up. To resolve the issue, the fse replaced flexvision pc, hard drive, reloaded software and verified the system functionality, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.